Event description:
It has been reported that there was a cot drop with a pt on the stretcher. The drop could not be duplicated by the (B)(4) service technician. There were no adverse consequences or injuries reported.